Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 540 mg/dl; the patient had not been feeling well lately. The patient had not treated by the time of call. Troubleshooting was declined for the high blood glucose. The customer was advised to change their entire set, but they had only changed the tubing so far. The insulin pump was not returned for analysis.